Manufacturer narrative:
Evaluation results: the reported condition of the overinfusion was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.

Event description:
The facility's nurse manager reported that the pump overinfused 400cc of packed red blood cells during patient use. In 2007, at 9:35 am, a 500 ml bag of packed red blood cells was set to infuse at a flow rate of 160 cc/hr on channel 2. The vtbi was set at 400 ml. The set was primed with normal saline and then clamped for blood administration. At 10:30 am, it was discovered that the pump was alarming for air and the bag was empty. The pump indicated that 253 cc had been infused and 147 cc were left to be infused. The patient had an 18 gauge hep-lock access in her left distal forearm using a j - loop. No other infusions were being administered and the tubing was not unloaded at anytime. The blood was prepared by the facility. There was no slack in the tubing. The nurse manager stated that there was no patient injury or medical intervention. The patient did not have any symptoms of an incident. The patient was scheduled to receive 3 units of blood and this incident occurred on the first infusion. The patient was not ventilated. The physician did not change orders after the incident.